Manufacturer narrative:
Final device investigation found that the duck bill seal was torn in the corner, which would cause a leak. The device history record was reviewed and there were no discrepancies noted. As each device is visually and functionally tested during the production process, no conclusion could be drawn as to what might have caused the reported event.

Event description:
It was reported that the device leaked during a hand assisted sigmoid procedure. The device was replaced. There was no patient injury. Additional information was requested but no additional information was provided. A follow-up report will be sent if additional information is received.